Manufacturer narrative:
The CAPA was initiated on (B)(6) 2016 to address the issue of the proclaim ipg entering service application (orion ipg family). Investigation is complete and being monitored by the manufacturer. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient underwent an unrelated surgery on (B)(6) 2018 after the ipg was turned off instead of placed into surgery mode. During the surgery, electrocautery was utilized. Postoperatively, an error message was received that stated ¿a problem was found with the generator that could not be repaired.¿ as a result, the physician plans to undergo surgical intervention to replace the ipg.

Event description:
Follow up information identified the physician explanted and replaced the patient¿s ipg. Postoperatively, effective therapy was restored.